Manufacturer narrative:
Other, other text: a manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was broken on the bottom, intact on plunger case assembly, and cracked right and left plunger cases. The device history log showed primary audible alarm background test error was inside. The device was tested using the occlusion test / power up self test. During testing they were unable to duplicate the primary audible alarm test error during occlusion test. The root cause was unable to be determined. The speaker and interconnect were found without any physical damage. The tech replaced speaker for preventive. Performed functional test which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the alarm when it starts up, during self test, system failure primary audible alarm. No patient injury reported.